Manufacturer narrative:
The device was returned to olympus (B)(4). (B)(4) sent the device to a third party laboratory for microbiological testing. As a result of the testing, no microbe was detected from the sample collected from the all channels and the distal end of the device. The testing result cleared the french guideline. The exact cause of the reported event has not yet been identified by legal manufacturer olympus medical systems corp. (Omsc) for this device. If significant additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of multiple microbiological testing by the user facility, following microbes were detected from the sample collected from the device. [First time; (B)(6) 2021]: unspecified channel: klebsiella pneumoniae (150 cfu). [Second time; (B)(6) 2021]: unspecified channel: klebsiella pneumoniae (the quantity is unknown, but it was reported to be large). [Third time; (B)(6) 2021]: unspecified channel: pseudomonas aeruginosa (28 cfu). [Fourth time; (B)(6) 2021]: unspecified channel: pseudomonas aeruginosa (the quantity is unknown, but it was reported to be large.) [Fifth time; (B)(6) 2021]: unspecified channel: pseudomonas aeruginosa (300 cfu). The device had been reprocessed with a non-olympus automated endoscope reprocessor, medivators rapidaer, using peracetic acid. The customer said the automated endoscope reprocessor (aer) would not be sufficient for reprocessing. And the customer also reported that the customer used onelife's enziqure as a detergent for the reprocess. Reportedly, there was a slight scratch on the instrument channel. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was evaluated at olympus repair center. According to the evaluation, the following was found. -the light guide lens and object lens glue chipped and deteriorated. -the insertion section was squeezed. -the control section had scratches. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. Omsc surmised that this phenomenon attributed to the following. -the user handling of the device reprocessing was inappropriate -the device was contaminated occurred during the microbiological testing. If significant additional information is received, this report will be supplemented.